Event description:
Police investigation into a death at home - ms16a. Metropolitan police investigating an alleged incorrect set up of device. Pt had been fighting cancer for three yrs. She was released from hospice to return home to spend her final days with her family. Two days later at 0500 hours her condition deteriorated and the on-call district nurse and dr were called. Upon their attendance, liason with a female staff member from the hospice was made. Following this consulation, the pt was fitted with a syringe driver admiistering morphine gradually over a 24 hr period. This was fitted at 0730 hrs. The device was set at 60mm/hr. Medical staff then left premises leaving the pt with family and friends. It appeared that four of these friends were nurses who noticed that the 10ml syringe was soon empted. They subsequently called the district nurse who stated that this should not have occurred and a dr was called who pronounced life extinct at 0905 hrs. Pt should have had infusion over 24 hrs and instead it appeared that infusion went through in one hr. The dr called the coroner who then in turn informed the police. The police alleged that the pt was due to die of cancer and had died as a result of a morphine overdose or as a result of her illness. The syringe drive is serviced annually by hosp bio-medical engineering and was last serviced approx 7 days prior to use and pronounced fit for use. Device brought by police for evaluation the next month - device evaluated and no evidence found to suggest that this syringe driver could have cauaed or contributed to the reported incident.

Manufacturer narrative:
Evaluation summary: police attended investigation - the first point noted was that the device was set at a rate of 60mm/hr which is not a typical rate for this type on infusion. It is clear that the infusion terminated sooner than expected due to the infusion rate error. We cannot comment as to how this error occurred but we can confirm that the pump did not cause or contribute to the over delivery record. The pump was tested to our production history record ms16a test specification and at the time of testing there is no evidence to suggest that this driver could have caused or contributed to the reported incident. No further action required by smiths.